Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se could not reproduce the reported issue. The pressures and flows were always as expected. The device passed all testing. Furthermore device data logs showed stable device operation after stable perfusion was achieved.

Event description:
It was reported that the disposable set used by the customer had fused portal tubing. After the fused tubing was resolved, at some point during the perfusion it was noted that the inferior vena cava (ivc) and portal flows were the same, leading to no or low arterial flow. Liver was transplanted.